Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error and barometric pressure too high. Our field service engineer has investigated the reported ventilator on site. The monitoring printed circuit board (pcb) was replaced to resolve the issue. Despite several reminders we didn't receive the replaced part for further investigation neither device logs for evaluation. Therefore, no root cause can be established.